Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient's wife that the dash personal diabetes manager (pdm) had delays in bolus insulin delivery. It was reported that the boluses programmed to the pdm are not delivered on time, sometimes arriving hours late. The patient experienced blood glucose fluctuations with elevated blood glucose levels, including after bolusing and drops in blood glucose level once the insulin was delivered to the patient. The patient's blood glucose level was reported to be '10-something' mmol/l (180 mg/dl) in the morning prior to food intake, '8-something' mmol/l (144 mg/dl) during breakfast, and 9.6 mmol/l (173 mg/dl) after additional bolus. The patient's blood glucose level then dropped to 2.9 mmol/l (52 mg/dl) once insulin was delivered. It was reported that the pod appeared to function properly and was attached.